Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 25 mm sjm trifecta valve was implanted. The patient developed permanent grade iii av block requiring a permanent pacemaker implant on (B)(6) 2011. The patient had baseline history of atrial fibrillation/flutter. The patient also had symptoms consistent with a pleural effusion on (B)(6) 2011, which was treated with diuretics and a steroid. The patient was discharged from the hospital on (B)(6) 2011. No additional information is anticipated.